Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the numbers on the insulin pump's display were scrolling. Customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly was noted on the display. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).